Event description:
When patient was placed on MRI stretcher, the wheel fell off and the patient fell to the floor face down. He was taken to the ed for evaluation and imaging studies were completed, which were negative.